Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was faded. The customer¿s blood glucose was unknown. The customer stated that the insulin pump rewind slower than in the past also crack in casing of the pump in the corner. The device will not be return for analysis.